Event description:
The stimulator and extension were returned for disposal only. The MFR device registration system indicated the pt has expired. The cause of death is unk. Additional info has been requested from the hcp, but was not available as of the date of this report. Refer to MFR report # 3004209178200806420.

Manufacturer narrative:
Device analysis of the stimulator and extension revealed no significant anomalies. The stimulator was functionally acceptable. The access hole adhesive on the stimulator was loose/missing. The connector block had a textured appearance (scratched). The setscrew grommet(s) were loose/missing. The insulation coating and titanium can were scratched. The titanium can was dented and pitted. The extension was cut (suspect explant damage). The distal end of the extension was not returned. The proximal end was attached to the stimulator.